Event description:
Spyscope ds ii was inside patient and initially image came through clearly on screen. During case, the image went black and machine turned off. Processer changed out and light still did not flash on. After verifying machine was plugged in, provider requested to change out spyscope ds ii. This resolved the problem and able to continue case.